Event description:
Synchroseal was plugged into the xi davinci robot tower. When the surgeon initiated use of the device it would not work, and an error message appeared on the screen. The device was unplugged and reinserted, the generator was also powered down and restarted with no change. It still would not work. Surgeon decided to use another device to proceed with surgery.